Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable was pulled from the electrode belt and was missing. The root cause of the damaged cable is excesive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt cable was damaged.